Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: a review of the black box showed the las basal delivery on (B)(6)2017 at 10:38pm. The data from the date of the complaint had been overwritten. No evidence of a loss of prime was found. Several no delivery, no prime alarms with power on reset, and replace cartridge alarms were found. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of prime issues occurred. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The pump cover was removed to find no intermittent conditions to the printed circuit board or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).